Event description:
The customer reported that piic did not show vtach visual or audible alarms. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Upon further investigation it was found that the event is not a reportable event for philips. If objective evidence is provided demonstrating that there was no malfunction, then this is not reportable if not associated with a death or serious injury - not-reportable. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur.

Event description:
The customer reported that piic did not show vtach visual or audible alarms. The device was in use at time of event, there was no adverse event reported. A philips field service engineer (fse) went to the customer site. The engineer determined that the piic is working as specified - no malfunction. The issues was associated with configuration of the monitor - user issue. It was confirmed that issues was associated with configuration of the monitor - user issue.